Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a lead warning on the right ventricular (rv) lead due to low impedance. The lead impedance has trended downward over time. It was also noted that there were ventricular high rate episodes which appeared to be due to noise, although it was not able to be reproduced in the office with provocative testing. The lead remains in use. No patient complications have been reported as a result of this event.